Manufacturer narrative:
The event was presented by the edwards sales representative. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported by the sales rep that there was an injury to the coronary sinus during the use of the proplege coronary sinus catheter, pr9. Per the sales rep: "when the customer opened the pericardium, no blood indicative of a cs rupture was found. The first shot of retrograde cardioplegia seemed to work fine. Subsequent to that first dose, the customer noticed blood filling the field when the second shot was given. The customer requested a test dose of retrograde while specifically observing for blood at which time the problem was identified. The remainder of the case was conducted using antegrade cardioplegia." "They are not alleging a product malfunction. The bleeding stopped itself when retrograde ceased."

Manufacturer narrative:
Multiple attempts were made to retrieve the product from the customer without success. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The event was presented by the edwards sales representative and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling and with associated risk control measures. No actions will be performed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.